Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection and dehiscence over the implant site. The recipient was prescribed augmentin. The recipient was recommended device non-use. The recipient's device was explanted. The recipient was not reimplanted at this time. The recipient's infection is resolving.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The open visual inspection revealed the device was flooded with dye penetrant solution. This is believed to have been induced during the failure analysis process. The residual gas analysis result was above the limit, indicating a non-hermetic device. Due to the presence of a moisture getter, no signs of moisture were observed. The device was explanted for medical reasons. The device passed the electrical tests performed.

Manufacturer narrative:
The recipient is still reportedly experiencing pain.

Manufacturer narrative:
The recipient's infection has reportedly not resolved.

Manufacturer narrative:
The recipient is reportedly still being treated for the infection.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly prescribed bactrim to treat the infection. Additional information regarding treatment details will not be provided. The recipient's infection reportedly resolved. This is the final report.